Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the ippc was not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular diagnosis procedure was undergoing when the issue occurred, and the procedure completed by using another system. The philips field service engineer (fse) visited onsite and confirmed that the ippc not working. Upon troubleshooting, fse found that there was an error on ippc, the ippc supply is defective. The cause of the ip pc failure could be determined by the supplier's part analysis and the failure component is ip pc. To resolve the issue, fse replaced the ip pc and hard disks. After replacement of the ip pc and hard disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.